Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a circumferential delamination about 6 inches from the distal tip. A slight bunching of the liner at the distal end, approximately 0.5 inches from the distal tip was observed. Multiple kinks on the sheath shaft towards the distal end of the sheath were also observed. The marker band was present and intact. No other abnormalities were noted on the sheath. A post procedural photograph of the sheath and the patient 3mensio report were provided for review. The photograph of the sheath indicated a circumferential sheath liner delamination. Review of the 3mensio report indicated mild calcification and moderate tortuosity present in the access vessels. Functional testing and dimensional analysis could not be performed due to the nature of the complaint. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints for the appropriate trend category. Complaint history review from february 2019 to january 2020 for the esheath (all models) revealed additional returned complaints for the appropriate trend category. A review of the complaint history revealed that the occurrence rate did not exceed the january 2020 control limit for the trend category. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint was confirmed based on visual inspection of the returned device. A review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. Per the case notes, there was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As mentioned in the complaint description, a delivery system balloon burst, and difficulty withdrawing the nose cone of the delivery system into the sheath was reported. As a burst balloon as an altered profile, which may have led to the withdrawal difficulty and as a subsequent result the additional forced exerted to the withdrawal balloon may have led to liner delamination. Available information suggests procedural factors (withdrawal difficulties of a burst balloon) likely contributed to the sheath distal tip delamination. No manufacturing non-conformances were identified, and a review of IFU/training materials revealed no deficiencies. Because the complaint rate did not exceed control limits, no corrective or preventive action is required.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2020-10288 .

Event description:
As reported, during a transfemoral valve in a homograft procedure, a 26mm sapien 3 valve was deployed in a stenotic aortic homograft. The commander delivery system was prepared with nominal plus 2ml of volume. It was reported that the extra volume was added due to the size of the annulus and the minimal leaflet calcification. During the valve deployment, the delivery system balloon ruptured at 95% inflation. Difficulties were encountered while attempting to withdraw the balloon back into the esheath. After multiple attempts to withdraw the delivery system into the sheath, the nose cone detached from the delivery system. After the initial esheath was removed, an iliac artery injury was seen. A second sheath was inserted. A pre-shaped safari wire was used to snare and remove the detached nose cone. Self-expanding covered stents were deployed to cover the vascular injury in the common and external iliac artery. Open surgical repair was performed to close the access site. The valve remains implanted in the patient. Review of the photographs of the device indicated delamination of the 14fr. Esheath. It was observed that the radiopaque marker was intact within the sheath the access vessel minimum luminal diameter (mld) measured 7mm to 8mm with minimal calcification and moderate tortuosity reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.